Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the foil pouch, carrier tube, arteriotomy locator, hemostasis sheath and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found in forward lock position with damage seen at the tip of the carrier tube and the collagen saturated in blood. The complaint could be confirmed for a kinked carrier tube. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the carrier tube during attempted insertion into the sheath due to off axis loading. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device did not function properly. The reported event did not result in patient injury or require surgical intervention. Additional information was received on 10jul2024: the procedure performed was a heart catheterization using a 6 french sheath. The angio-seal did not deploy. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by manual hold. The estimated blood loss was less than 250cc's. The patient was stable. No equipment or other devices were used with the angio-seal. .

Manufacturer narrative:
. E3: occupation: material director the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.